Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported system self-check error has been completed. Aic logs confirmed the reported failure. Instances of initialization failures for the 1st pbm serial access unit. No corrosion on pbm was identified. Pbm replacement resolved subject failure mode. The root cause of the system self-check failure was due to defective pbm. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) showed a "system self-check failure" during startup. There was no reported patient involvement.